Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-12247. It was reported that during a routine pacemaker replacement procedure, the physician noted that there was an insulation crack in both the right atrial and right ventricular leads near the transition point of the lead between pin and lead body. The physician believes the leads had been pinched in that area, causing the crack. The physician decided to repair the leads, and testing did not show any irregularities in measurements before or after the repairs. The patient did not have any adverse consequences before, during, or after the procedure.